Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a return of symptoms. She had been implanted for pain in the lower back and left leg. She started getting pain in the lower back, all the way in the lower back, not on the side where the implantable neurostimulator (ins) was but in the middle of the spine. The voltage was raised to 2.20 volts; when she would go higher she would feel too much vibration and it was a little uncomfortable. The pain in the lower back then stopped but the pain started in her left leg. It was mostly all the day prior to this report. Stimulation was increased and they took tremetol and got a little relief. She then decreased voltage to 1.85 voltage. The day of this report, the leg felt better but she still felt pain in her back again. The pain in the leg was more uncomfortable for her than the pain in her back. It was noted that she had stimulation 24/7 and sometimes it felt annoying but would help with the pain. The device had been doing so well for her, but she was now concerned why her pain was back. She hoped the lead had not moved. It wa s noted that she only had one lead and her doctor assured her it would not happen unless she did something crazy. It was noted that she lived in a private house and would go up and down too much. She would also walk her dog 3 times a day. She had been instructed not to do any housework. She was experiencing pain in her lower back and left leg. This was stated to be sudden, with an event date of (B)(6) 2015 for the lower back pain and (B)(6) 2015 for the left leg pain. Relevant medical history included chronic low back pain and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.